Event description:
Boston scientific received information that during the implant procedure, this left ventricular lead exhibited impedances greater than 2,500 ohms. The lead was removed and replaced. The procedure was successfully completed with normal measurements. No adverse patient effects reported.

Manufacturer narrative:
The left ventricular lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.